Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa; common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® push button blood collection set blood leaked out of tubing. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the tubing on the butterfly was malformed, which resulted in blood spilling outside the tube. Cardinal health canada has received the following product verbatim: the tubing on the butterfly was malformed, and the patients blood poured out of the opening instead of being drawn into the tube. This is a safety issue for staff, and blood was spilling everywhere.

Manufacturer narrative:
The following fields have been updated with corrected information: d.3. Medical device manufacturer: becton dickinson infusion therapy systems inc. ¿ sandy, ut / 84070. G.2 manufacturing location: becton dickinson infusion therapy systems inc. ¿ sandy, ut / 84070.

Event description:
It was reported that while using bd vacutainer® push button blood collection set blood leaked out of tubing. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the tubing on the butterfly was malformed which resulted in blood spilling outside the tube. Cardinal health canada has received the following product verbatim: the tubing on the butterfly was malformed and the patients blood poured out of the opening instead of being drawn into the tube. This is a safety issue for staff and blood was spilling everywhere.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/12/2021. H.6. Investigation: bd received samples for investigation. The samples were evaluated and the indicated failure mode for damaged with the incident lot was observed. The most likely root cause of the customer's indicated failure mode for damaged was determined to be related to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® push button blood collection set blood leaked out of tubing. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the tubing on the butterfly was malformed which resulted in blood spilling outside the tube. Cardinal health canada has received the following product verbatim: the tubing on the butterfly was malformed and the patients blood poured out of the opening instead of being drawn into the tube. This is a safety issue for staff and blood was spilling everywhere.